Event description:
The rechargeable li-ion battery pack used in our glucometers failed to stay sealed. The battery became swollen when heated and the case split apart. This also prevented the backs of the glucometers from staying closed properly. This is a newer generation of the battery that was supposed to be stronger than the first series, however, they are worse.the batteries were provided by nova biomedical, the manufacturer of the glucometer. The batteries are being replaced as they are discovered. The batteries are being replaced with the same battery because nova supplies them for us. The device model is a novastat.